Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (600 mcg/ml at 349.86 mcg/day) via an implantable infusion pump. It was reported that the patient's pump motor stalled on (B)(6) 2020 at 16:55 when they were at home. They were admitted to the hospital on (B)(6) 2020 and the doctor was now ordering pump off programming. The stall had not recovered. The pump off code was provided. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020 indicating that the pump had been replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2020-feb-28. It was reported that the status of the device was unknown, and the patient's weight was provided. No further complications were reported.